Event description:
It was reported to philips that the device needs battery deterioration support. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty lithium ion battery. Service quote and replacement part order was requested. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the lithium ion battery. Replacement part was confirmed shipped to resolve the noted issue. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery is deteriorating. There was no patient involvement.